Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. To date, the customer has not called for further assistance.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device blanked and shut itself off. No patient harm reported. Patient information requested.